Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with a right ventricular lead that exhibited non sustained right ventricular oversensing due to noise. During clinical follow-ups, noise was not reproducible with isometric movements. Programming changes suggested but not made. Patient was stable.